Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the a hair was noticed in the sterile packaging during receiving inspection. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through visual inspection. Inspection of the returned package identified that there was a hair-like object within the sealed cavity. Spectrum analysis of the debris concluded that the debris of biological origin and appearance suggested that it was a hair. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The work instruction for packaging provides adequate detail instructing the operator to look for any contamination. The likely condition of the product when it left zimmer biomet was non-conforming. The cause can be traced to manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.